Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5531-g-722, lot# lan4979, description: x3 triathlon cs insert #7 22mm, cat #5526-b-700, lot# sla4k, description: triathlon prim bead pa sze7 bp, cat # 5551-g-381 lot # unk, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "infection was diagnosed and removal of implants was performed."